Manufacturer narrative:
A1: updated. H3 and h6 codes: updated no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) is with the supplier. Therefore, a manufacturing batch review could not be performed. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.

Manufacturer narrative:
D4: expiration date and h4: manufacture date is unknown; no information is available based on reported lot number investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was continuously displaying an error message: "patient controlled analgesia dose cord button stuck. Release or remove cord." Patient involvement was unknown.